Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, catheter and supply line was microscopically examined and it there were numerous kinks in the supply line and catheter/hypotube. The shaft was damaged 37cm from the tip of the catheter. The shaft/lumen were missing 122cm from the manifold the tip of the catheter with the edm loop was also missing these parts of the device was not returned. Due to the condition of the device a functional test could not be done. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on new information received on 29 march 2017. It was reported that the tip detached. A spiroflex® angiojet® thrombectomy set catheter was selected for a thrombectomy procedure. During preparation, the catheter would not go over the 014 wire. The catheter was not entered into the patient. There were no patient complications reported. The procedure was completed with a different device. Device return noted that the tip of the catheter was not returned. Additional information stated that the tip of the catheter came off when they attempted to take the catheter off the wire and the tip was discarded.